Manufacturer narrative:
Follow-up # 1: date of submission: 2/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 2/04/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment¿s threads were stripped. The returned battery cap also had stripped threads and it was difficult to remove from the pump. It was also unable to secure to the returned pump or a test pump. The battery cap¿s measurements were within the required specification. Unrelated to the initial complaint, it was observed that the audio bolus button cover was torn but the button was responding completely. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.